Event description:
A customer reported a cracked and shattered touchscreen on their pump, which made it unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to a backup insulin pump.